Event description:
It was reported that a customer experienced no flow from the "cap" of a one-link catheter extension set. This was observed while the nurse was drawing blood from the patient. The problem was resolved after the extension set was replaced with a new extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.